Event description:
The physician attempted arteriotomy closure using a closer tsl 6 fr device following a diagnostic procedure. After insertion of the device, the doctor was unable to achieve cessation of flow from the marker lumen. The perclose representative, who was there training the physician, instructed the doctor to return the lever to housed position and pull back the device in order to revisualize the guidewire exit port and start over. When the doctor tried to close the lever, he met resistance. At this point, a second (certified) doctor came in to observe and then assist. This doctor pulled the needle plunger back and parked the foot to housed position and removed the device without difficulty. The perclose representative felt that the needles may have been partially deployed due to the physician placing his thumb on plunger, which may have contributed to the foot parking issue. The first doctor then re-fed the wire and used vasoseal to achieve hemostasis. While the second doctor was explaining to a nurse how the device worked, he noticed that the posterior portion of the foot was missing. As of the following morning, the patient's foot felt warm to the touch and the patient had no complaint of pain and no discoloring of skin.